Event description:
During a laparoscopic tight salpingo-oophrectomy the tsw35 fired but at the proximal end of the staple line there was bleeding. This happened with the first two firings. There was no consequence to the pt. 1/30/97 the bleeding was controlled by using the biopolar forceps. No blood transfusion was required. The case was completed with the tsw35. Clinical follow up: 1/31/97 1139 message and 800# for md call back. 2/3/97 1745 nncl sent.